Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the posterior, wear abrasion, and creases(fold). Leak test and microscopic analysis was performed which identified an opening crease(sharp) and stress marks. A void >1 mm in non-textured, valve was observed. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is an opening crease(sharp) on posterior due to fold(flaw) opening. Also, creases are observed but have no relationship with manufacturing.

Event description:
Health professional additionally reported "any creases".

Manufacturer narrative:
The reason for reoperation was deflation. Additional, corrected, and/or changed data:

Event description:
Device was explanted.